Event description:
Adverse event(s): "eye irritation" (irritation). Product problem(s): "wrong laser filter used" (user used incorrect product for intended use). The customer reported that during surgery, the surgeon was exposed to laser light. The wrong laser filter was used. The surgeon suffered from irritated eyes. Add¿l info received stated the surgeon is fine. No pt injury was reported.

Manufacturer narrative:
The facility did not request service. No samples were returned for eval. There was no sample returned for eval and no add¿l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unknown at this time. (B)(4).